Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to the 'active exhalation purge valve closed'. The service technician states that the active exhalation control module valve was replaced to resolve the issue. The device will be sent to run in awaiting a retest.